Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while during intra-aortic balloon (iab) therapy on a patient, the customer was unable to calibrate the intra- aortic balloon pump (iabp). No patient injury or adverse event was reported.